Event description:
As reported, there was resistance while inserting a 6/7f mynxgrip vascular closure device (vcd) into an unknown sheath. Manual compression was used for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was used in an interventional procedure on an artery that used a retrograde approach. The device was opened in a sterile field. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The user is trained to the device. The device was prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2217904 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, there was resistance while inserting a 6/7f mynxgrip vascular closure device (vcd) into an unknown sheath. Manual compression was used for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was used in an interventional procedure on an artery that used a retrograde approach. The device was opened in a sterile field. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The user was trained to the device. The device was prepped and stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The sealant and advancer tube remained in the manufacturing position. It was observed that the sealant sleeve was displaced distally, exposing a portion of the outer cartridge tubing side slit. The sealant appeared to have been exposed to blood, swollen, and protruded out from the outer cartridge tubing side slit. There were no kinks or damages observed in the atraumatic tip of the returned device. The syringe was not connected to the device, and the procedure sheath was not returned. Per functional analysis, the sealant and sealant sleeve were replaced to the manufacturing position. An insertion/withdrawal test was performed using an applicable lab introducer sheath, and the device was able to be inserted/advanced through the lab introducer sheath without issue. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve was displaced distally, exposing a portion of the outer cartridge tubing side slit. A kink was observed in the outer cartridge tubing at where the exposed to blood/swelled sealant protruded out from the side slit. The condition of the returned device indicated that the sealant may have been exposed to moisture prematurely, and that the sealant sleeve was somehow displaced distally to expose the side slit, which allowed the swelled sealant to escape/protrude out from the side slit, and obstruct the device path during the procedure. A product history record (phr) review of lot f2217904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incorrectly following the instructions for use (IFU), may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk , ¿do not move the sealant sleeve.¿ it should be noted that mynxgrip device is manufactured with a side slit at the end of the outer cartridge tubing. The side slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer cartridge tubing side slit and protected by the sealant sleeve from exposing prematurely. If the sealant is exposed to moisture prematurely, and if the sealant sleeve is moved from its manufacturing position prior to the device being inserted into an existing procedural sheath, this could cause the sealant to be exposed prematurely and cause a damage to the outer cartridge tubing side slit, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.